Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an inaccurately high reading on their precision pcx blood glucose meter. Customer reported receiving a reading of >500 mg/dl, compared to a laboratory result of 130 mg/dl. It is not known if the readings were obtained within 10 minutes of each other. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and extended investigations have been completed.the complaint was not confirmed and no new issues were observed. All functional test results were within the range specification and no errors were observed during testing. This is a final report.

Event description:
It was reported that after device implant the patient's blood pressure declined. Cardiopulmonary resuscitation was initiated. Multiple external shocks administered. Staff were unable to resuscitate patient. Patient expired on (B)(6) 2010. Follow up with the nurse reported, "with the anesthesia and the procedure his body couldn't handle it and he went into cardiogenic shock." Cause of death has been requested and not received.